Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (dislodged), incomplete coaptation, or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device being damage (dislodged) and incomplete coaptation appear to be related to procedural conditions (imaging difficulties, interaction between clips during positioning). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip xtw was implanted successfully. A second triclip xt was inserted and advanced to further reduce the tr. During the advancement, the triclip xt was interacted with triclip xtw, it was determined that a single leaflet device attachment (slda) occurred and triclip xtw was no longer attached to the septal leaflet. Second triclip xt was implanted to stabilize the slda. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip xtw was implanted successfully. A second triclip xt was inserted and advanced to further reduce the tr. During the advancement, the triclip xt was interacted with triclip xtw, it was determined that a single leaflet device attachment (slda) occurred and triclip xtw was no longer attached to the septal leaflet. Second triclip xt was implanted to stabilize the slda. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.